Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose event detected on a libre 3 plus cgm, with a lowest reading of 65 mg/dl, cause unclear, and the patient¿s wife reported no symptoms; the event was addressed with oral carbohydrates including two glucose tablets and jelly beans, and the agent confirmed glucose was trending upward after treatment. Symptoms included an asymptomatic low glucose reading. Outcomes included urgent low glucose managed at home with oral glucose and no hospitalization. Investigation included troubleshooting and education with the caregiver regarding low glucose management and confirmation that the cgm reading was not corroborated by a glucometer. Investigation of this case revealed no device malfunction reported or identified and no device component issue reported, with the cause of the hypoglycemia remaining undetermined. It was concluded, based on established assessments for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.